Event description:
The pt underwent double valve replacement surgery. Postoperatively, an echo revealed paravalvular leak and the pt suffered from heart failure due to mitral regurgitation and coronary ischemia. The pt underwent re-do mitral valve replacement surgery and CABG. Intraoperatively, the sewing cuff was found to be firmly sewn on the annulus and there appeared to be no leakage. The valve was explanted and replaced with another manufacturer's valve. The sewing cuff was discarded at the hospital.